Manufacturer narrative:
B5: upon follow up, it was reported that the peritonitis event was manifested by cloudy effluent. On the same day as the even onset, the patient was hospitalized and was treated with vancomycin (intraperitoneal, for 10 days) for peritonitis. It was reported that the patient was discharged "about a week" after admission. Ten days after the event onset, the patient was recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for about a week due to the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.